Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2015 with the following findings:. Due to continued use, pump information from date of incident has been overwritten. A review of recent tdd history and basal history shows the basal delivery to be accurate based on the user's programmed settings. Investigation note: pump delivery accuracy testing performed on the pump; passed all required tests no delivery defects found. Unable to confirm or duplicate the complaint during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that had inaccurate delivery issue had occurred on (B)(6) 2014. The patient experienced a blood glucose (bg) of 25 mg/dl with cognitive impairment, requiring an ER visit and a glucagon injection. Trouble shooting with customer technical support (cts) found the date and time correctly set, the basal and bolus histories as expected, and did not identify any did not reveal potential causes of bg issue. Though cts did not identify any cause of the alleged inaccurate delivery issue, this complaint is being reported because the patient experienced hypoglycemia and the pump cannot be ruled out as causing/contributing to the hypoglycemic event.